Manufacturer narrative:
Update made to b3/d10: 3/18/2023 (previously submitted as asku). B5: during follow up, it was clarified that the patient's blood tubing running through cordis was being used not only for fluid bolus but a bolus dose of phenylephrine. There was a sudden splatter sound of fluid as the blood tubing fully and spontaneously disconnected above the filter chamber. H10:the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified clearlink system administration set disconnected while being used during a patient infusion. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.